Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection/chest wall cellulitis and a venous compression complication. A new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted: 2002-(B)(6); 5071-53 lead, implanted: 2006-(B)(6). (B)(4)